Event description:
Customer called to report that they were not able to prime the infusion set. It was stated that the driver arms were loose. Customer is on manual injections. Troubleshooting was performed. The insulin did not exit. However, customer refused to return the pump for analysis. Device was not dropped, bumped, or exposed to moisture.